Manufacturer narrative:
Device evaluated by MFR.: investigation completed. A visual examination of the stent found that the stent struts were damaged on the three most proximal stent strut rows with the stent struts lifted from their crimped position and pulled in a distal direction. The outer diameter of the undamaged section of the crimped stent was within specification. Stent damage was most likely occurred during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No damage were noted on the tip profile, hypotube and shaft polymer extrusion. No other issues were identified.

Event description:
Reportable based on device analysis completed on 22-jan-2020. It was reported that the stent failed to cross the lesion. The target lesion was located in the middle of the tortuous left anterior descending artery. A 2.75 x 28mm promus element plus was selected for use. During procedure, the device was unable to cross the lesion. The physician used a cutting balloon; however, the stent was still unable to cross the lesion. There were no patient complications reported and the patient's condition was stable. However, device analysis observed stent strut damage.